Manufacturer narrative:
A siemens customer service engineer was dispatched to the customer site. The cse checked the alignments of sample and reagent probes, dual resolution dilutors, ceramic valves, luminometer, photo-multiplier tube (pmt) shutter, and cable connections. The cse replaced the pmt, 3 port ceramic valve, sample and reagent probes and manifolds, slave 0 and 1 card, sample and reagent level sense printed circuit board (pcb), and dual pipettor pcb. Daily and weekly maintenance were performed according to the operators guide. No bubbles were observed on the sample tubes during the tests performed. The fluidics lines were without air bubbles. The water, substrate and carbon dioxide scrubber were functioning properly. There were no signs of splashing on the incubator and luminometer covers. The cse checked the height of shaker bars and updated high speed spinner. The tube from the sump was knf pump, user and control software version 6.7 was reloaded. The cable connection from pcbs and power supply was checked. The cse performed adjustments and checks and ran the water test, which was acceptable. The water and substrate volumes were dispensed properly. A siemens technical application specialist visited the customer site and reviewed the pre-analytical sample handling conditions. Adjustments and quality controls were within range. A siemens headquarters support center specialist reviewed the instrument data and determined that there was no indication of sample and reagent level sense or mechanical issues. The cause of the discordant tsh result on one patient sample is unknown. Siemens is investigating the issue. Mdrs 2247117-2018-00035, 2247117-2018-00036, 2247117-2018-00037, 2247117-2018-00038, 2247117-2018-00039, and 2247117-2018-00041 have been filed for the same event.

Event description:
A discordant third generation thyroid stimulating hormone (tsh) result was obtained on one patient sample on an immulite 2000 xpi instrument. The sample was repeated on the same instrument, resulting higher than the initial result. It is unknown which result was considered correct and if the initial and/or repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant tsh result.

Manufacturer narrative:
The initial MDR was filed on 30-apr-2018. Additional information (08-jun-2018): a siemens regional support center specialist communicated with the customer and found that the customer has no further issues after changing the sample tube type. A siemens headquarters support center specialist reviewed the instrument data and indicated that the instrument malfunction could have caused the issue. The potential causes of the issue could have been due to low reagent, low sample, insufficient shaking, reaction tube mispositioned at the photo-multiplier tube, or low counts per second associated with low third generation thyroid stimulating hormone (tsh) could be a tube without a bead. The issue was resolved by changing the tube type. The instrument is performing within manufacturing specifications. No further evaluation of device is required. Conclusion code has been updated. Mdrs 2247117-2018-00035_s1, 2247117-2018-00036_s1, 2247117-2018-00037_s1, 2247117-2018-00038_s1, 2247117-2018-00039_s1, 2247117-2018-00041_s1, 2247117-2018-00056, and 2247117-2018-00057 have been filed for the same event.